Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer stated that the insulin did not exit the tubing. Customer was advised to run manual prime to at least 5.0 units. Customer stated that the pump did not alarm no delivery with manual prime. Troubleshooting was performed and customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir.